Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The patient received six appropriate treatments, five of which converted the arrhythmias to a slower rhythm and one which did not convert the arrhythmia. The device was started up at 06:44:02 on (B)(6) 2023. At 06:40:50 on (B)(6) 2023, an arrhythmia was detected. ECG shows vt @ 280 bpm. At 06:41:25, the patient received the first appropriate treatment. Rhythm at the time of treatment was vt @ 290 bpm. Post shock rhythm was sinus rhythm @ 70 bpm with pac. At 06:45:32, an arrhythmia was detected. ECG shows vt @ 290 bpm. At 06:46:02, the patient received the second appropriate treatment. Rhythm at the time of treatment was vt @ 280 bpm. Post shock rhythm was sinus rhythm @ 70 bpm with motion artifact. At 06:47:08, an arrhythmia was detected. ECG shows vt @ 210 bpm. At 06:49:02, the patient received the third appropriate treatment. Rhythm at the time of treatment was vt @ 290 bpm. Post shock rhythm was sinus rhythm @ 70 bpm with pvcs and motion artifact. At 06:50:36, an arrhythmia was detected. ECG shows vt @ 210 bpm. At 06:51:50, the patient received the fourth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was vt @ 280 bpm. At 06:52:16, the patient received the fifth appropriate treatment. Rhythm at the time of treatment was vt @ 280 bpm. Post shock rhythm was sinus bradycardia @ 30 bpm with pvcs and unconducted p waves. At 06:52:37, the patient received the sixth appropriate treatment. Rhythm at the time of treatment was vt @ 210 bpm. Post shock rhythm was sinus tachycardia @ 110 bpm. The device was shut down at 06:53:30 on (B)(6) 2023.

Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.